Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage and a blank display. Blood glucose value was over 500 mg/dl at the time of the incident. The customer stated there were not on the insulin pump at that time. The customer was hospitalized but did not provide additional information. The customer stated the battery exploded in the insulin pump. Troubleshooting was performed and the device will be replaced and returned.